Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was running through sprinklers and exposing the pump to water. A new cartridge was loaded to resolve the issue. Subsequently, the pump touch screen was unreadable. Reportedly, the screen was blank and black. Customer's blood glucose was 220mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.